Manufacturer narrative:
The reliability analysis inspected one opened and or used enlite sensor and found sensor broken. The broken sensor part was still attached to sensor base. It was unable to be confirmed that the customer received sensor damaged, due to customer returning the sensor opened and or used.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their sensor reading was 160mg/dl and their meter readings were 287mg/dl. The customer states they treated their high blood glucose levels with the pump. The differences were found to not be within the acceptable range. Troubleshoot was conducted, and the customer's sensor is being replaced and returned for analysis.